Event description:
The customer reported that one of the employees experienced "itchy eyes and her chest felt tight" from an oil mist. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The system was found to be operating to manufacturer specifications. This issue has been addressed with a customer letter related to correction & removal #2084725-03/04/08-004c.